Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. Once more information is received and the affected device has been received and investigated and the result has been made available, an updated report will be submitted. (B)(4).

Event description:
It has been reported that the patient was implanted with a protasul s-30 head 28m on an unknown date. Due to metallosis, the patient underwent revision surgery. It was noted that the implant was between 7-8 years in vivo.